Event description:
During case of laser to prostate with morcellation, ceramic tip of the 24 fr. Inner sheath broke off. Instrument is a part of wolf laser prostate tray (ref # (B)(4)). Md was able to retrieve a broken piece from patient's bladder.